Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned implant identified that the device collar was fractured and the threads were severely damaged possibly during removal; there was bone residue around the external threads due to usage. Additionally, the removal tool was still engaged to the implant. The implant system was located at dental position #30 and was implanted for approximately 12 years. There was no pictures or x-rays provided by the customer. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown. Additional PMA/510(k) number ¿ k013227. Initial reporter last name unknown / not provided.

Event description:
It was reported that the implant fractured and was removed.